Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was tested over volume. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. No service history available. The reported issue was not confirmed as the accuracy results were 21ml, 22ml pre-calibration. Performance verification tests and calibration were performed, and the accuracy results were 20.8ml. Software was updated.